Event description:
It was reported that the patient was having a "weird pain in the lower back and into her butt." The reporter stated onset was 15 minutes prior to report, while eating. It was stated the patient was sitting in her car, unable to move, and did not know if she was receiving stimulation. It was stated the patient "thinks her ins (implantable neurostimulator) was on." It was stated that there were no trauma of falls associated with this event. Additional information received reported that the patient believed "the device itself was messing with her nerve." The patient also reported that "when she first got the device it felt strange." Additional information from the patient's health care provider (hcp) indicated that the patient's lead had migrated and a lead revision was performed on (B)(6) 2012. The patient reported pain. The patient recovered without sequela. Please refer to manufacturer report # 3004209178-2012-09434.

Manufacturer narrative:
Product ID 3889-28, lot # v695788, implanted: (B)(6) 2011, product type lead. Product ID 3889-28, lot # v738951, implanted: (B)(6) 2011, product type lead. Product ID 3037, serial # (B)(4), product type programmer, (B)(4) product ID 3037, serial # (B)(4), product type programmer.